Event description:
Customer reportedly obtained results of 448 mg/dl, hi (greater than 600 mg/dl), and 172 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.